Event description:
The customer reported that the system will not boot up. The system is displaying error messages. No pt was involved.

Manufacturer narrative:
The ge svc rep determined that the cmos settings on the workstation cpu were incorrect. The rep adjusted the cmos setting for correct configuration. System now boots properly and produces x-ray and images. System performs as required at this time.